Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump was "out of tolerance" when delivering fluid. The device reportedly "measures 96.8 g" when conducting flow rate testing per the spectrum service manual. It was also reported there was no pt involvement.